Event description:
The customer contacted physio-control to report that their device would not detect the defibrillation therapy cable. Several cables were tried but did not resolve the issue. Without proper recognition of the cable, the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. Unrelated repairs will be performed on the device, and after proper device operation is observed through functional and performance testing the device will be returned to the customer for use. The cause of the reported issue could not be determined.